Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon fired the second firing with a black cartridge. When they observed the staple line the middle and the inner row of staples on the patient side did not form and were straight legged. They used suture to control the bleeding. They then used a second like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). One piece sled, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Mid-body of the stomach proximal to the antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes if so, which product? Gore seamguard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The tech and the gore rep stated that the device fired the staples through the tissue and the buttressing but the staples had straight legs in those two areas. The analysis found that one device was returned in good visual condition. A reload fully fired loaded in the device was received. Furthermore, the one piece sled and cartridge body were noted to be damaged. Finally, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.